Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number was l2906. The expiration date was requested but was not provided. The field service engineer found there was a fluidic failure of the cuvette rinse and the detergent tubing. He replaced all tubing for cell wash mechanism and performed an ise check that was within specifications. The customer ran all qc with results within the laboratory guidelines and performed a precision study with results within expectations. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c 501 analyzer. Patient 1 initial result was 178 mmol/l and the repeat results were 139 mmol/l and 138 mmol/l. Patient 2 initial result was 165 mmol/l and the repeat result was 141 mmol/l. Patient 3 initial result was 159 mmol/l and the repeat result was 140 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.